Manufacturer narrative:
Block h6: imdrf e2114 captures the reportable event of perforation . Imdrf impact code f19 captures the reportable event of surgical intervention.

Event description:
It was reported to boston scientific corporation that an x-tack endoscopic helix tacking system was used during an esd performed on (B)(6) 2024. A perforation was identified post procedure. The physician determined the perforation was caused by the esd procedure and not the use of the x-tack device. A laparoscopy was performed to resolve the perforation. The patient's condition at the conclusion of the procedure was reported to be stable and well.